Event description:
Revision to be completed on (B)(6) 2013 to revise a gamma3 nail that had been recently preformed. The gamma3 lag screw had migrated in to the pelvis. The revision procedure was preformed on the (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision to be completed on (B)(6) 2013 to revise a gamma3 nail that had been recently preformed. The gamma3 lag screw had migrated in to the pelvis. The revision procedure was preformed on the (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the device reported in this medical device report was reported in error, according to additional information received. The only item involved in the reported event is the lag screw. The lag screw was reported on MDR number 0009610622-2013-00598 (manufacturer complaint number (B)(4)).